Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during and unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2023. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.